Event description:
The account had a pt digoxin sample with a result of >4.0 ng/ml. When this sample was diluted 1:2, the account rec'd a result of 3.1 ng/ml. The customer repeated this sample straight and rec'd a result of >4.0 ng/ml. The customer repeated the 1:2 dilution and rec'd a result of 2.5 ng/ml. The 2.5 ng/ml result was reported out. Another technologist at the account was running a digoxin, theophyline and vancomycin from an aliquot sample and rec'd a result of 2.8 ng/ml for digoxin, which was reported to the floor. The technologist repeated this run because the vancomycin was accidentally deleted from the file. The digoxin result was 1.8 ng/ml. The technologist called the floor to change the report. No medical intervention had taken place. The pt was admitted through ER with respiratory failure. No medical history is available. No report of injury.

Manufacturer narrative:
The investigation for this report is still in process. A follow-up report will contain add'l info with a final eval.